Event description:
The unit was not functional and displayed an internal power supply error message that could not be cleared. No back-up unit was available and the ablation procedure could not be performed. No additional pt consequence reported.